Event description:
Boston scientific received information that during the pre-discharge check it was noted that the patient had received two inappropriate anti-tachycardia pacing (atp) due to oversensing from noise. The oversensing led to pacing inhibition with asystole greater than two seconds. It was noted that there were 14 total events for a two hour time period on the day of implant, then no episodes since that time. .boston scientific technical services (ts) was consulted and discussed the possibility of air from the port and lead lumen equalizing itself through the seal plugs which may have caused the noise signal. Ts did not suggest any programming changes as there had been no events in over 18 hours. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the lead was returned severed at 120 mm from the terminal pin. Visual inspection noted cuts in the lead insulation and that the poly insulation was slightly bunched. The returned portion of the lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. Analysis was unable to confirm the field allegation based upon the returned lead segment.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were returned for analysis from a funeral home. No further allegations were made relating to the products.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.